Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. The device history record (DHR) review could not be performed as the serial number is unknown. Without additional information the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted for 10 years, two months, required transcatheter valve-in-valve intervention due to stenosis and high gradient (mean gradient 62 mmhg) secondary to degeneration. A 23mm transcatheter valve was successfully implanted inside the failing 23mm valve. The patient was noted as hospitalized in stable condition.